Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this brady lead might have moved as the pacing percent had changed. An attempt to obtain additional information was made but was unsuccessful. This brady lead remains in service. No adverse patient effects were reported.